Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Colony forming unit (cfu): 2cfu. Bacterial identification: bacillaceae. The device was evaluated and no abnormalities were found that could have led to the positive culture. The following defects were noted during the evaluation: the cover insulation was out of standard, the light guide lens cover was cracked, the connecting tube was wrinkled 10mm from the glue, the up/down knob was out of specification, the universal cord was wrinkled, and the angulation had play/was out of standard. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the results are still pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that the device was rinsed prior to manual disinfection. The disinfectant used was enzymex and peracetic acid, the concentration and expiration date were controlled, and the channels were flushed with filtered water. All channels were flushed with and immersed into the disinfectant. The customer did not provide the model of the automated endoscope reprocessor (aer) used, but did report all channels were connected when setting up in the aer. The water quality was filtered and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and stored in a simple cabinet. Olympus is the maintenance company. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for 1 colony forming units (cfus)/channel of solibacillus silvestris and 1 cfu/channel of filamentous fungi in the biopsy channel, and 2 cfu/channel of staphylococcus warneri and 1 cfu/channel of kocuria palustris in the auxiliary channel. All channels were sampled. The device was reprocessed and follow up testing detected pseudomonas aeruginosa in the biopsy channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.